Manufacturer narrative:
The failure for heat was confirmed through functional testing by the repair technician. Disassembly and visual inspection by the technician noted that the bearings were damaged.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no patient impact, no medical intervention, and no adverse consequences reported.